Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
User facility medwatch states: the pt had a left hip depuy implant in (B)(6) 2010, the md noted that the pt "as of recently, has been complaining of severe left groin pain. He says the pain is worse with weightbearing activity and he gets some improvement with rest. The pt says the pain in his groin region, is sharp and stabbing in quality. The pt's pain is most likely not coming from an infection process. He did have a bone scan done, which did show loosening of his acetabular component." Subsequently, the pt underwent revision left total hip arthroplasty of the acetabular component and femoral ball head.